Event description:
After physician punched the donor cornea while placing it, it was niticed there were several small slivers of metal at the graft-host junction. They removed approx 8 slivers that measured less than a millimeter in length and were very thin from the junction and from the surface of the cornea. One was removed from the chamber and no others were seen. Upon inspection of the trephine, the edge appeared to be irregular. No other slivers have been seen. The edge of the transplant fit well into the bed.